Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 54-year-old male patient was implanted with an impella cp device for mechanical circulatory support. The impella was upgraded from a cp to a 5.5 due to the patient going into cardiogenic shock (cgs) and needing full support. The patient was also hemolyzing.

Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. The device was not returned by the medical facility. Data review: data logs showed pump was in proper position & run without issues for entire case. Product was not returned for review. The root cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. It was unknown relation to impella because it was reported that the injury was not attributed to impella despite occurring during support. Instructions for use states: "¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.